Event description:
Patient reported, left side breast pain, possible scar tissue, discomfort located on neck, back, under armpits and chest area. And possible capsular contracture, baker grade unknown. Patient also reported, breast implant illness, autoimmune issues. And severe brain fog. Which are not device related. Patient additionally, expressed concern that their implants had been recalled. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.